Event description:
Breakage of spinal cord stimulator trial. Lead placed on wednesday of the week. The patient presented on friday morning claiming loss of stimulation over painful areas. Fluoro images revealed that the lead had been pulled down and out of the epidural space. The lead was bent near the middle of the 8 contact arrays. Reprogramming of the lead did not provide adequate stimulation. It was determined that the lead would not provide coverage so, it was decided to remove the lead and end the trial. The dressing holding the lead in place was removed and the lead was grasped at the skin level. The lead initially came out without problem. The lead eventually broke. (B)(4). Repeat fluoro imaging found the fragment to be out of the epidural space and confined to the soft tissues. Inspection of the insertion site at the skin level failed to demonstrate any evidence of the lead fragment. Dates of use: (B)(6) 2010. Diagnosis or reason for use: chronic pain syndrome, lumbar post-laminectomy syndrome.